Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have moisture under display screen due to jumping into the swimming pool with insulin pump attached. Customer also states that there is a continuous tone coming from pump, there is a number 3 on display screen and there are cracks on insulin pump . Customer's blood glucose was 194 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No audio anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. No moisture damage was noted.